Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-04603 addresses the other device. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a leveen electrode were used during a bone rfa (radiofrequency ablation) procedure performed on (B)(6) 2010. According to the complainant, during the procedure, a generator error (e03) occurred. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Patient identifier and weight are unknown. The complainant stated that the device will not be returned; therefore, analysis of the device cannot be completed, and the root cause of the reported issue cannot be determined. The physician was performing a bone ablation. The directions for use (dfu) document indicates that the rf 3000 radiofrequency and leveen electrode are intended to be used for thermal coagulation necrosis of soft tissues, including partial or complete ablation of nonresectable liver lesions. The device is not specifically indicated for radiofrequency ablation of the bone. (B)(4).